Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on no sample, the complaint could not be confirmed. H3 other text : see section h.10.

Event description:
It was reported that a loose needle occurred during use with a pen ndl 32g 4mm hp 100 box fr. The following information was provided by the initial reporter, "a mother who injects her daughter complained about the 4mm pro that the needles were not fixed well (screw pitch problem)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a loose needle occurred during use with a pen ndl 32g 4mm hp 100 box fr. The following information was provided by the initial reporter, "a mother who injects her daughter complained about the 4mm pro that the needles were not fixed well (screw pitch problem)."